Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? It was 4 packets from that lot number. Did all the reported devices break during use on same patient /single procedure event? They were all used on the same patient. Were there any patient adverse reported if event occurred during use on patient? Extra sutures were used to compensate for the broken sutures, and the patient left the theatre in good condition. How was the case completed? We were actually able to borrow several packets of the suture of a different lot number from the (B)(6) hospital to complete the case. Note: events reported via medwatch 2210968-2019-82963, 2210968-2019-82964, 2210968-2019-82965.

Event description:
It was reported that the patient underwent bental¿s/hemiarch procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke while doing the head vessel anastomosis. A like device from a different lot was used to complete the procedure. There were no adverse patient consequences reported.